Event description:
It was reported that while counting a matta set I found item 425705 lot u04688 that should be a five hole straight plate and it is shaped exactly like a 42655 (five hole curve plate).

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.